Manufacturer narrative:
The investigation of optical signal issue has been completed. Data log review showed ps railing to 3000mmhg after 1 hour on support. During placement signal not reliable (psnr) alarms, snr dropped to zero, light decreased to 0.5, contrast barcoded, and gain decreased. The pump was returned and inspected. 5s parameters were abnormal. Laser continuity testing showing damage to the fiber line within the red pump plug. The cause of the optical signal issue was a damaged optical fiber line found during returned product inspection.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella 5.5 pump being placed for the ventricular tachycardia (vt) ablation patient. It was reported that during set up, it was noticed that the travel perfusionist was jamming and struggling and forcing the white power cord plug in and out of the automated impella controller (aic) after he was told to wait on plugging that in until set up and case start prompts were followed. After plugging it in, there was an optical sensor yellow alert saying to remove plug and check if light was at eye level, which it was, and prompts were followed and sensor was cleared. The rest of set up and insertion went unproblematic. The aic and same pump were used. No alerts or alarms were had as pump was turned on or ramped up, everything appeared normal. It was when the patient was having the stat locks secured and heading up to the ICU when the placement signal unreliable alarm was prompted and the aorta placement signal and left ventricle waveforms and numbers went away. They never returned. There was no reported patient harm.